Event description:
It was reported that during a percutaneous transluminal angioplasty using the rapidcross, a detached balloon occurred at the target lesion in the left superficial femoral artery (proximal and mid segments) with severe calcification and 80% lesion stenosis. Moderate resistance was encountered when advancing the device through a calcified peripheral artery lesion. The lesion was pre-dilated and post-dilated. The detached balloon was snared and removed, and the procedure was completed using a new device. No symptoms, complications, adverse outcomes, illnesses, infections, irregularities, or deaths were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: device was decontaminated with cidex opa solution soak and tergazyme soak. The device was received with the distal shaft and balloon detached. The detachment occurred at the rx joint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.